Event description:
It was reported that the patient presented in hospital with complaints related to infection and their right atrial lead eroding through the skin. It was noted that the patient had been exposed to radiation therapy. On (B)(6) 2018, the system was explanted. The physician noted that the infection was systemic and unrelated to the device. Patient was stable before, during, and after the procedure.